Event description:
It was reported that during the surgery, after fired, noted some staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #389a56. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr45w reload was received unfired. However, 16 staples were noted to be missing along the staple line, these staples do not create a fluid path. In addition, three staples were noted to be out of normal position. No functional test was performed due to the condition of the returned reload. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 389a56, and no non-conformances were identified.